Event description:
The user facility reported that "lines were appearing on their vividimage 4k monitor. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the vividimage 4k monitor. The technician found that the pcb board required replacement. The technician replaced the pcb board, tested the function and operation of the monitor, confirmed it to be operating to specifications and returned it to service. No additional issues have been reported.